Event description:
This report is to advise of an event observed during analysis. External abrasion.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Analysis found two external insulation abrasions breaching the optim sheath only distal to the suture sleeve tie impression. The cause of the external insulation abrasions is consistent with friction to another device or feature of the heart.